Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode eroded through the xiphoidal incision. Intervention was performed and the electrode was explanted. The patient complained of pain, redness and swelling.